Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock on with no relevant reported discrepancies. Lot ID: there have been no other events for the lot referenced. The following devices were also listed in this report: mck tibial baseplate-rm/ll-sz 8; cat# 180618; lot# 26550115-01. Mck femoral-rm-ll-sz 6; cat# 180516; lot# 444927-m. Mck patellofemoral-r-sz 6; cat# 180416; lot# 224545d-1. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Conversion of mako bicompartmental to primary knee. Update per sales rep received on 01-mar-2017: patient complained of knee pain after primary surgery. This was a revision of a primary surgery. No device relating factors were apparent. Surgeon did comment the patient was likely a narcotics seeker. No further information is available.